Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise and oversensing on both the atrial and ventricular channel. It was questioned if this was minute ventilation oversensing. Boston scientific technical services (ts) confirmed there was minute ventilation oversensing. Additionally, there were high out of range impedance measurements on the right atrial (ra) lead and varying impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported.